Event description:
Additional information from the consumer reported the patient could be walking down the aisle at a store and it would kick into high. No steps had been taken to resolve the intermittent strong stimulation when turning on stimulation. They indicated the programmer kicks into high at will for a period of time and then returns to normal settings.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient only used the device during the day and when he first turns on stimulation he had been going through a phase where it stimulates hard then stops and goes to normal. It was noted that this started in the last year prior to (B)(6) 2016. The patient was to follow-up with a health care professional. It was noted that the patient had no more pain than usual.